Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 270-271 mg/dl and ketones. The cause for bg level and ketones was unknown. The infusion set was changed, and customer was treated with manual injections. Customer was released from the hospital the same day with no permanent damage.